Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp's internal helium leak. The fse stated that the customer reported to have checked the iabp's helium tank regularly and find it empty. The fse noticed that the o-ring seal for the external helium tank looked damaged and dirty. As a result, the fse replaced the o-ring seal and performed the pressure tests on the iabp and hospital cart. No leakage was detected. The iabp was able to pass all tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service. (B)(6).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak internally. There was no patient involvement or adverse event reported.